Manufacturer narrative:
(B)(4). Please note that the initial reporter is (B)(6). No other information on the initial reporter was provided. (B)(6). The device is expected to be returned for analysis; however, the device has not yet been received. The device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent was not completely opened. The procedure was occurring very well, and at the moment that the doctor was going to release the smart stent, it did not open completely inside the patient, causing a big inconvenience to the doctor's team. They could not solve this issue and they had to open the patient, so, due that, there is a great risk for the patient pass away. The intended procedure was a femoral angioplasty. The sales rep reported that the patient is well and he/she was already discharged from the hospital.

Manufacturer narrative:
Please note that the device was not returned for analysis. Complaint conclusion: a report was received that the stent of a 7 x 12mm 120/150cm smart vascular stent delivery system (sds) did not open completely when deployed in the femoral artery. According to the site, ¿they had to open the patient¿. Post-procedurally the patient is reported to be doing well and has been discharged home. Multiple attempts to obtain additional details regarding the patient, vessel characteristics, procedural details or details regarding the additional intervention provided have been unsuccessful. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU), the use of this device is contraindicated in patients with highly calcified lesion resistant to pta. Complications may occur at any time during or after the procedure. The IFU lists emergency artery bypass graft surgery and vascular injury (including perforation, rupture and dissection) as a potential complications associated with the use of this device. The IFU instructs users to use fluoroscopy to visualize the stent to verify full deployment. If incomplete expansions exists within the stent at any point along the lesion, post-deployment dilatation can be performed. Users are instructed to select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Once completed, users are instructed to remove the pta balloon from the patient. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the device was received for analysis. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. Additional information is also pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received: it was clarified that stent became crushed/bent when removing the stent from the patient. The condition of the stent did not occur outside of the patient. Updated complaint conclusion with product analysis: a report was received that the stent of a 7 x 120mm smart vascular stent delivery system (sds) did not open completely when deployed in the femoral artery. According to the site, ¿they had to open the patient¿. Post-procedurally the patient is reported to be doing well and has been discharged home. When the device was received for analysis, preliminary inspection revealed that the stent was crushed and bent. Clarification from the site indicated that this had occurred while they were surgically removing it from the patient. Multiple attempts to obtain additional details regarding the patient, vessel characteristics, procedural details or details regarding the additional intervention provided have been unsuccessful. One non-sterile smart 120/150, vascular - 7x12 was received coiled inside a plastic bag with a deployed stent and an open hemostasis valve. This stent was noted to be crushed and bent. No other discrepancies were found. Dimensional analysis of the usable length and outer sheath length revealed that they were within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-partial deployment¿ event could not be confirmed since the stent was received deployed. The cause of the event could not be conclusively determined. According to the instructions for use (IFU), the use of this device is contraindicated in patients with highly calcified lesion resistant to pta. Complications may occur at any time during or after the procedure. The IFU lists emergency artery bypass graft surgery and vascular injury (including perforation, rupture and dissection) as a potential complications associated with the use of this device. The IFU instructs users to use fluoroscopy to visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post-deployment dilatation can be performed. Users are instructed to select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Once completed, users are instructed to remove the pta balloon from the patient. Therefore no actions were taken. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However handling and/or procedural factors may have contributed to it. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no corrective actions will be taken at this time.